Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator alarmed "vent inop" and "loss of gas" while in use with a patient. The ventilator was removed and the patient was placed on another ventilator with patient harm or injury.